Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (back). The patient's blood glucose rose above 20 mmol/l (>360 mg/dl) while wearing the device between 37 and 48 hours. The patient visited the walk-in clinic and was prescribed antibiotics for treatment.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.